Event description:
After an implantation period of approximately 49 months, it was reported that the patient was operated on following an accident with bone fractures. The device was deactivated before the operation and reactivated after the operation. One week later, on (B)(6) 2019, a drop in blood pressure was detected and the patient had to be resuscitated. During the resuscitation, the interrogation of the device recorded a ventricular fibrillation with shocks. The patient died on the same day.

Manufacturer narrative:
The ICD was returned and subjected to extensive analysis. Initial visual inspection showed no irregularities. Lead fragments were still connected in the ICD connector block. The ICD was then subjected to interrogation and the device data were analyzed. Device status was mol2; 24 charging procedures had been recorded. Evaluation of the available follow-up data from (B)(6) 2019 showed the respective programming and sensed intrinsic signals for five regular detected vf episodes from 05:07 am to 05:13 am, which each led to a charging of the high-voltage capacitors and therapy delivery in episodes 51 through 54. In episode 55, therapy delivery was terminated due to undersensing, which can be traced back to intrinsic signals that had already degenerated markedly. The extensively detailed analysis of the available episodes did not indicate a device malfunction. Further examination of the device data showed that the ICD had not been re-programmed since the follow-up on (B)(6) 2018. The detection and therapy functions of the ICD were completely available at the time of death. During further analysis, the icds ability to deliver therapy and sense signals were investigated. The anti-bradycardia output signal was fully functional and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was attained and the charge time showed no irregularity. The signals sensed by the device were noise-free. The ICD recorded the applied signals without any interference. The production process for this device was then checked. The production documents did not show any irregularities. All production steps were correctly executed. A standard electrical outgoing goods test was performed and good working order was documented. There was no indication of a materials defect or a manufacturing defect.